Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported high psi values. No patient impact or consequences were reported.

Event description:
The customer reported high psi values. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned sensor was evaluated. External visual inspection showed no damage. The pads on the electrodes were removed. Fiber remains from pads and dried gel deposits observed on the electrodes. The gel and fiber residue were removed. Continuity testing was performed and good continuity was observed across all electrodes, and between the electrodes and the connector. The sensor was returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor (gel; contacts; etc) is broken once it is removed from patient use.